Event description:
Attorney alleges that the patient was implanted with an interstim device to help with bladder function. The patient was first implanted with a test device and finding that the device improved her symptoms, the patient was implanted with a permanent device. The patient noted that the test device provided her three or four days of relief, the permanent device did not provide relief. The patient noted that the permanent device randomly shocked her and, on occasion, would cause her big toe, vaginal area, or rectum to convulse. The patient was subsequently followed by other physicians. One physician recommended the device be removed. The patient's husband was transferred and while treating with another physician, the patient was taught to catheterize herself which worked great and provided relief.

Manufacturer narrative:
Concomitant medical products: lead model # 3966 lot # la8034 implanted (B)(6) 2002 explanted unknown; extension model # 3095-10 lot # nah005163v implanted (B)(6) 2002 explanted unknown; programmer model # 3031a lot # ngm005809p.